Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes due to undersensing anomaly were observed on the implantable cardiac monitor. Programming modifications were discussed. No further information was reported.